Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a diffuse lamellar keratitis (dlk) on both eyes (ou) at 1 day post-operative exam. A brief description from the surgery center indicated at a one day post op exam, it was noted there was stage 1 of dlk and there was no clumping or central observed. The patient¿s comments were of good visual acuity and comfortable. Oral steroids (medrol dosepak) were prescribed and topical steroid drops were increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -3.00 x -.5.00 x 1, left eye pre-op 20/20 -1.75 x -3.25 x 7.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation''s associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.